Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The patient reported a rash under the device's electrodes. She reported that the rash was broken open and about the size of a quarter under the front and left electrodes. The patient reported that he skin was sensitive to electrodes as even the electrodes used on her while she was in the hospital caused her to develop a rash where they were touching her skin. During a follow up, the patient reported that her doctor had provided a medication (triamcinolone acetonide) and that the irritation has improved.